Manufacturer narrative:
Age at time of event - 18 years or older.

Event description:
It was reported that shaft break occurred. The more than 80% stenosed target lesion was located in a coronary artery. A 2.00mm x 20mm maverick 2 balloon cathether was advanced for dilatation. However, it was noted that the device was fractured in the middle near the balloon side. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable.

Manufacturer narrative:
A2: age at time of event - 18 years or older. Device evaluated by MFR.: returned product consisted of a maverick 2 balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There were two complete separations, one at 2.7cm distal of the strain relief and the other 79.5cm distal of the first separation. There was contrast and blood in the inflation lumen, and blood in the guidewire lumen. The balloon was loosely folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. The more than 80% stenosed target lesion was located in a coronary artery. A 2.00mm x 20mm maverick 2 balloon catheter was advanced for dilatation. However, it was noted that the device was fractured in the middle near the balloon side. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable. It was further reported that the device was fractured outside the patient's body when the physician prepared for the operation.